Manufacturer narrative:
(B)(4). Date sent: 7/28/2016. Batch # n91308. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: issue occurred during a laparoscopic cholecystectomy on (B)(6) 2016. The clips were coming out with the tips not aligned thereby not clipping properly.

Event description:
It was reported that during a lap cholecystectomy procedure; clips were not deploying correctly. The procedure was completed with same like device. No adverse patient outcome is reported.

Manufacturer narrative:
(B)(4). Batch # m9382k. The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips and then 2 scissored clips due to the misaligned condition of the jaws. In addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.